Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / clotting/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune issues") in a 41-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and bursitis. Concurrent conditions included tonsillectomy, uterine fibroid, cyst, adenomyosis, cervicitis, metaplasia, arthralgia, myalgia, postoperative adhesion, inflammation, rheumatoid arthritis and fibromyalgia. Concomitant products included cortisone from (B)(6) 2013 to (B)(6) 2013 for bursitis and pain in hip, amitriptyline (B)(6) 2014 to (B)(6) 2015 and pregabalin (lyrica) (B)(6) 2014 to (B)(6) 2015 for fibromyalgia and adalimumab (humira) (B)(6) 2013 to (B)(6) 2014, folic acid (B)(6) 2013 to (B)(6) 2014, methotrexate (B)(6) 2013 to (B)(6) 2014, omeprazole since (B)(6) 2013 and prednisolone acetate (predni)(B)(6) 2013 to (B)(6) 2014 for rheumatoid arthritis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headache"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, 6 years after insertion of essure, the patient experienced allergy to metals ("nickel allergy/nickel jewelry"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with ibuprofen and surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased and alopecia had resolved, the autoimmune disorder, back pain, allergy to metals and headache outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: there were 6 loops of the coli extending out of the left side, 1 extending out of the right side. Information received: a sub mucosal fibroid was noted near the left ostium on the posterior wall of the uterus. Because this fibroid was in a location that might interfere with the essure procedure and because of possible symptoms afterwards, doctor elected to proceed with hysteroscopic resection. The resectoscopy was then placed into the endometrial cavity and 3/4 of the fibroid was resected. The essure procedure was then performed without difficulty by placing the implants bilaterally. Date received: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On (B)(6) 2008 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. * on (B)(6) 2015: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: - -chronic cervicitis with squamous metaplasia. M benign endometrium with focal ill-oefined secretory features. - leiomyomas, intramural and subserosal - adenomyosis. Focal. ~ acute and chronic inflammation and multinucleated foreign body giant cells in proximal fallopian tubes, ¿ wal tharo rests with cystic change and benign paratu8al cyst, left tube, - essure devices in fallopian tubes, bilateral ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record migraines, chronic pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: events migraines, headache, weight gain, hair loss, lab data, product information, outcome of events abnormal bleeding, fatigue, hair loss, pelvic pain, weight gain were recovered and event migraines is recovering. Concomitant and historical condition are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / clotting/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune issues") in a 41-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and bursitis. Concurrent conditions included tonsillectomy, uterine fibroid, cyst, adenomyosis, cervicitis, metaplasia, arthralgia, myalgia, postoperative adhesion, inflammation, rheumatoid arthritis and fibromyalgia. Concomitant products included cortisone from 11-jun-2013 to 22-aug-2013 for bursitis and pain in hip, amitriptyline11-nov-2014 to january 2015 and pregabalin (lyrica)11-nov-2014 to january 2015 for fibromyalgia and adalimumab (humira)9-jul-2013 to january 2014, folic acid9-jul-2013 to january 2014, methotrexate9-jul-2013 to january 2014, omeprazole since 9-jul-2013 and prednisolone acetate (predni)9-jul-2013 to january 2014 for rheumatoid arthritis. On (B)(6) 2008, the patient had essure inserted. In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headache"). In july 2012, the patient experienced weight increased ("weight gain"). In january 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, 6 years after insertion of essure, the patient experienced allergy to metals ("nickel allergy/nickel jewelry"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with ibuprofen and surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased and alopecia had resolved, the autoimmune disorder, back pain, allergy to metals and headache outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: there were 6 loops of the coli extending out of the left side, 1 extending out of the right side. Information received: a sub mucosal fibroid was noted near the left ostium on the posterior wall of the uterus. Because this fibroid was in a location that might interfere with the essure procedure and because of possible symptoms afterwards, doctor elected to proceed with hysteroscopic resection. The resectoscopy was then placed into the endometrial cavity and 3/4 of the fibroid was resected. The essure procedure was then performed without difficulty by placing the implants bilaterally. Date received: 24jul2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On 14-nov-2008 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. * on 16-mar-2015: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: - chronic cervicitis with squamous metaplasia. M benign endometrium with focal ill-oefined secretory features. Leiomyomas, intramural and subserosal adenomyosis. Focal. Acute and chronic inflammation and multinucleated foreign body giant cells in proximal fallopian tubes, wal tharo rests with cystic change and benign paratu8al cyst, left tube, essure devices in fallopian tubes, bilateral . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record migraines, chronic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / clotting") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, back pain, fatigue and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2008 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.